Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of mild oculomotor nerve paralysis, redness, pain, eyelid ptosis, diplopia and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Medwatch sent to FDA on 01/06/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a pt with juvederm vista ultra in one nose. After the injection the pt developed a "mild oculomotor nerve paralysis, redness, and pain" in their right eye. The pt was admitted into the hosp on the same day and received treatment of hyaluronidase, steroid and nsaid. Two days later the pt also developed an "eyelid ptosis" and diplopia. The "redness" occurred just before "necrosis." Pt has left the hosp. No info on resolution of symptoms.